Event description:
Device 4 of 4. Reference MFR reports: 3008829311-2017-00992, 3008829311-2017-00993 and 3008829311-2017-00994. It was reported the patient underwent a procedure and 4 trial leads were placed. Postoperatively, the patient experienced difficulty waking from the anesthesia and maintaining her oxygen level. Patient was admitted to the hospital for overnight observation of her respiratory status. Patient was discharged to home the following day and is reportedly doing well.